Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, ten days after the device was used in a childbirth with an episiotomy, it was found that the part of the suture at the episiotomy site had not been absorbed. The wound healing was poor. The patient was informed to disinfect the area regularly, use medication to promote wound healing, and attend regular follow-ups.